Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was ¿beginning to act up.¿ there was no additional information available for this complaint. Multiple attempts to contact the reporter were made by customer technical support to follow up but were not successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.